Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed. And found no irregularities. Based on the inspection result by sorc, omsc presumed, that the cable could not be energized normally, due to the disconnection of the cable. And the reported phenomenon of displaying, no image occurred.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that no image was displayed due to disconnection. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to cable break. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.